Event description:
Consumer sent e-mail stating that after a couple of times using, the brush heads came off. No injury was reported.

Manufacturer narrative:
Reporter provided update to event with a picture. New conclusive evidence that product failure is no longer related to a reportable malfunction.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating that after a couple of times using, the brush heads came off. No injury was reported.